Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced three occlusion events from 04 may 2026 to 05 may 2026. The blockage was at the site. The insertion site was abdomen. The event occurred three or more hours after insertion.